Event description:
Boston scientific received information that this product was part of a system revision due to infection that occurred approximately one month post-implant. We received this information via the patient's spouse. The patient's spouse stated the patient's culture tested positive for e-coli. It is unknown at this time if the patient will be receiving a new device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.